Event description:
Reporter indicated via clinic notes received that a vns patient was experiencing increased seizures beginning approximately (B)(6) 2011. The clinic notes dated (B)(6) 2012 stated the patient has "improved control until the last two weeks." Attempts for further information are in progress.

Event description:
All attempts for additional information have been unsuccessful to date.